Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment for the event. On an unreported date, after treatment, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date ¿last year¿ (2014) the patient experienced peritonitis. This report was received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.